Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes to turn on the low frequency attenuation filter (lfa) were made. The patient was being monitored. The patient was stable, and no adverse effects were noted.